Event description:
It was reported that during a pyelostomy stenting treatment procedure, a guidewire fracture occurred. The physician inserted the guidewire through an 18g metal entry needle. The outer polymer coating fractured from the core at a location approximately 3cm from the tip. A 6fr introducer was inserted over the wire to remove it. This event had "no influence on the patient other than that they had to puncture once more to complete the procedure after removing the wire and metal needle from the puncture site. This prolonged the procedure by two hours, but was considered successful." The patient's current status is reported as "no complications".